Event description:
It was reported a spectrum pump experienced incorrect keypad entries. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. The device was tested for 24 hours and no malfunction could be identified. No keypad output response anomalies were apparent during the product evaluation. Each key was tested and found to function correctly without any anomaly. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad was replaced due to delamination.